Event description:
A customer contacted beckman coulter regarding an erroneously high digoxin result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for digoxin and a result of 2.14ng/ml was obtained. The customer's critical level for digoxin is set at 2.0 and the sample was repeated via reflex and produced a result of 2.57ng/ml. The original sample was re-centrifuged and poured off for retesting; the repeated result was 1.91ng/ml. The customer re-tested the original sample once more and digoxin result of 1.78ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specification prior to and after the event. System check performed on 12/08/2006 passed. The specimen was collected in a bd, 13x100, serum tube without gel separators and centrifuged at 1,300 rcf for 10 mins at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab. The fse performed precision testing and field diagnostics testing; both passed within specifications. The fse verified instrument performance per established procedures. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.